Event description:
It was reported to medtronic neurosurgery that the valve was found leaking after being explanted.

Manufacturer narrative:
The device has not been returned to the manufacturer. Although the catheter was reported, the complaint did not related to a malfunction of this part. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.